Manufacturer narrative:
Due to lack of identification of samples (there is no lot number in the report), the evaluation cannot be performed.

Event description:
User reports he has difficulty using smaller 4mm pen needles, injects at 90 degree angle but with history of obesity, abdomen not sure insulin is getting in. Insulin often bubbles up under skin.